Manufacturer narrative:
Product analysis : analysis confirmed that the emergency button in the bezel does not work, but the emergency button in the software is working correctly. Front bezel has minor damage near the right screw. Keyboard frame was broken. Xy board replaced with salvage part. Sliding rails left and right of keyboard are cracked. Sliding rails left and right replaced with salvage part. Keyboard frame replaced with salvage part. Left and right keyboard hinges are broken. Left and right keyboard hinges replaced. Cord bay is broken. Cord bay replaced. Latch media bay door is broken. Media door replaced. Handle a upper is broken. Handle replaced. Pulse-code modulation (pcm) slot (cardbus socket) is broken. Pcm board replaced. Lower hinge left and right are worn. Lower hinge left replaced. Upper and lower bullets are missing. Upper and lower bullets replace. Rear cover display is broken. Rear cover replaced. Software updated and re-installed. Device was cleaned and passed all electrical safety tests and final functional tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance of the programmer, the emergency button was not working. The programmer has been returned for service. No patient complications have been reported as a result of this event.